Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with sensor. It was reported that the customer states the cannula was missing from the sensor. It was reported that the cannula was short, and barely went into the skin. It was reported that the customer had another sensor to try, and that they will be calling back. No further information provided.